Event description:
It was reported that, pt was told by dr. (B)(6) to call stryker because they have a reimbursement plan set up. Dr. (B)(6)'s eval determined pt needs MRI and blood tests. Pt stated she has an "ache" but not pain.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.